Manufacturer narrative:
(B)(4). Additional information received: what is the current patient status? Unknown (my customer has not mentioned any negative consequences of that patient). Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Unknown.

Manufacturer narrative:
(B)(4). Batch # t5av82. Device analysis: the analysis found that one psee60a device was returned with no apparent damage and with two gst60d reloads present. The reloads were received partially fired 1/16. The returned device and cartridge reloads were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Reload b: gst60d r5an2g partially fired 1/16. Reload c: gst60d r5ah70 partially fired 1/16. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified. Attempts are being made to obtain the following information: 1st follow-up for additional information to the affiliate: what is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. Status of device return for analysis was also requested. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that customer was using psee60a and fired reload twice successfully for gastrectomy. He inserted 3rd reload but the knife advanced slightly even though he did not pull the firing trigger. He inserted 4th reload but it happened again. So, he opened new psee60a and a new gst60d and finished the surgery successfully.